Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause for the malposition of the valve and the aortic rupture cannot be determined; however, procedural factors (valve positioning and prior perforation of the right cusp by guide catheter) most-likely contributed the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, prior to implant of a 23 mm sapien 3 valve in the aortic position, there was resistance when advancing the multipurpose guide catheter during guide exchange. There was discussion regarding the correct position of the guide catheter but after viewing under fluoroscopy, it was believed that the position was correct. A bav was performed with resistance. The sapien was implanted without resistance in crossing the valve and the patient¿s hemodynamics were stable. Post implant angiography revealed an incorrect position of the valve with respect to the valve plane with moderate insufficiency. After echo, the patient was transferred for surgical removal of the valve. The sapien 3 valve had been deployed inside the right cusp and it was suspected the guide had perforated the cusp. A repair of the aortic wall was performed, and a surgical valve was implanted without clinical complications. Per report, the perceived root cause of the event was the guide catheter most-likely perforating the right cusp. In addition, damage was caused by the incorrect positioning of the sapien due to the perforation of the right cusp and the laceration of the aortic wall due to the incorrect inclination of the prosthesis. The patient¿s native aortic annulus measured 21mm x 32mm x 24.9mm with severe native leaflet calcification. Both the image intensifier angle and the coaxial alignment of the delivery system were noted to be poor; ventilation was not held during valve deployment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Procedural cine images were submitted for review. The following observations and impression were made by an edwards physician proctor: aortic angiogram with coplanar view, aortic root visible. Guidewire placement into the right ventricle [rv], bav with protrusion into rv next to temp pacemaker lead. Valve crossing and positioning into bottom rcc and rvot, thus valve deployment and valve malposition. Tavr with 23 mm sapien 3. Guidewire misplacement into rv next to pacemaker lead. Valve deployment into bottom of rcc and rvot. Conversion to open heart surgery.